Event description:
Boston scientific received info that the pt implanted with this right ventricular lead was admitted to the hospital due to sepsis. Telemetry strips revealed loss of rv capture. Device interrogation revealed threshold measurements had increased resulting in loss of capture. A chest x-ray was performed and it appeared the lead had pulled back. An invasive procedure was performed and the lead was successfully replaced. No adverse pt effects were reported. This lead was surgically abandoned. As no further info concerning this report is expected. Our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.